Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 the placement signal was not reliable with absent ao and left ventricle placement signals. The rep called account to help with persistent peak signal-to-noise ratio alarm with absent ps waveforms. Rn reports us ordered to verify position. He denied kinks and confirmed white plug was secured in aic. Reviewed alarm and explained it does not impact performance of device. Instructions provided to disable alarm audio. No further needs currently.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.